Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Updated information in d9.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to no list or lot number provided.

Event description:
The event involved a unspecified transducer used for aterial, and/or cvp monitoring intraoperative. The setup process was not very easy. That the taking bloods, abg, line length - abg, and clots, was mostly challenging. Vbg(cvc) is sometimes challenging. Line length-cvp, position trace, and manual handling was always challenging. That the benefits using this product is safe patient blood. It was reported the device is not easier to use due to the holder for the artline safeset syringe becomes missing and the syringe can't safely secure. The line is not very flexible and easily cause pressure injury. The safeset syringe is sometimes not easy to withdraw blood and can create air bubbles occasionally. It was also stated that, not easy to operate when in a medical emergency such as cardiac arrest. The length between the safeset artline syringe is too long, when in a emergency, takes long time to withdraw blood. The safeset cvc line is not long enough often requires third part extension. There was patient involvement and delay in therapy; harm was not reported as a consequence of this event.